Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 419488 lead, implanted: (B)(6) 2011, 694765 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was noted in the manufacturer's database that the patient was deceased. The patient died approximately one month post implant of the implantable cardioverter defibrillator (ICD), 4 years post implant of the left ventricular (lv) lead, 11 years post implant of the right ventricular (rv) lead and 14 years post implant of the right atrial (ra) lead. A cause of death was requested and not received.